Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported right side "broken implant¿, ¿pain in right implant, arm and breast¿, ¿arm sometimes goes numb," "deformity of the breast," and seroma. Patient additionally reported that their ¿heart goes fast; it worsens, sweating, palpitations, shaking chills, autoimmune failure, early ovarian failure, mental slowness, and hives" not related to the device. The device remains implanted.